Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, prime and a33 and excessive no delivery test. No motor error alarm noted during bolus delivery. However, received motor error alarm during occlusion test due to faulty gold fsr. Motor passed the motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarms motor error every time a bolus is delivered. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and found that the pump has multiple motor alarms in history and the customer is able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.